Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 719211. The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 when coag shears were placed through sheath, the tip of the shears bent cover off one side. No components of the device detached into the patient. A new device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10, h11.corrected sections: b3.the device was returned to the factory for evaluation on 11/28/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on the side of the cold jaw was observed to be peeled back slightly. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The heater wire was observed to be flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was confirmed. The lot # 3000260653 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.